Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. It was reported the patient came to the hospital a month after implant procedure to review the procedure control parameters. An examination found scab in the left frontal area. An operation was performed on (B)(6) 2017. The adverse event term was noted to be "implant site scab delayed union." The etiology was determined to be possible related to implant procedure and not related to device or therapy. Interventions include hospitalization, prolongation of existing hospitalization, administration of medication, and surgical procedure. The patient was hospitalized from (B)(6) to (B)(6). The event was resolved on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study via a manufacturing representative (rep) indicated the patient's wound healing was delayed.